Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided. Available information suggests interaction between multiple implants has likely contributed to the event. As per information received, during positioning of the second pascal ace, there was interaction with the first ace, which caused the slda. Furthermore, the patient had a pacemaker, which caused shadowing and difficult visualization during procedure. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from switzerland, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, a single leaflet device attachment (slda) occurred with the first implant. The patient had torrential functional tricuspid regurgitation (tr). The initial strategy was considered multi-device. The first device was implanted correctly in posterior-septal position (p-s). During positioning of the second pascal ace, there was interaction with the first ace, which caused the slda. Second device was implanted as close as possible to the first one, as originally planned, which stabilized the slda. After the release of the second device, both implants were stable, achieving a tr reduction from torrential (5) to severe (3). A third ace was implanted in anterior-septal position (a-s), but tr remained severe. No additional actions were taken or planned for this patient. Patient was in stable condition post-procedure and was discharged home.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.